Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) with high impedance on the high voltage rv coil. The lead was suspect of a fracture. The lead was attempted to be replaced but the physician could not gain venous access due to an obstructed vein. The lead remains in use. It was further reported that during lead revision, the superior vena cava (svc) pin plug on the implantable cardioverter defibrillator (ICD) came out of the device header block and was found inside the pocket. The device and pin plug was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.